Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-01182. It was reported the patient experienced uncomfortable stimulation while the ipg was turned on. Reportedly, the patient experienced a fall. In turn, two port plugs were not screwed down. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post operatively.